Manufacturer narrative:
No additional data or information was provided by the customer, although requested. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Correction: d1. (B)(4).

Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency?s instruction, we hereby submit this MDR. A (B)(6) customer reported the generation of false positive patient samples tested with the cobas 6800/8800 systems at this customer site on one batch of samples. 27 results were reported out as "maybe positive" and a new sample was requested. When the new tests were retested, "most" generated a negative result. No harm or injury was indicated. The customer uses cobas pcr media, eswabs, and dry tubes in pbs to collect samples; however, the customer has reported that they handle the cassettes according to the instructions for use (IFU). The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd? Universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions. Cobas® sars-cov-2 can be run with a minimum required sample volume of 0.6 ml in the cobas omni secondary tube for specimens collected in copan universal transport medium (utm-rt), bd? Universal viral transport (uvt), cobas® pcr media or 0.9% physiological saline. Specimens collected using cobas® pcr media uni swab sample kit or cobas® pcr media dual swab sample kit can be run in their primary collection tube with a minimum required sample volume. No additional information is available. No harm was alleged. Twenty-seven (27) mdrs, one per each reported patient result, will be filed.